Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient with a large ratio of cocr. The surgeon believes that is due to the total hip prosthesis that this patient has and the surgery took place in (B)(6) 2011. Implants that were used in that surgery: pinnacle sector cup ultamet metal insert ceramax head corail stem additional information will be provided as soon as possible and on request of manufacturer. Update 05 dec 2016 - revision surgery 30 nov 2016. Update nov 30, 2017 and dec 4, 2017: litigation and medical record received. Records reported skipping and tingling feeling, pain, scrapping sounds from the implant, pain, metal poisoning, worsening in central and peripheral nervous system (hearing, eye sight, cognitive deterioration etc.), heart condition and thyroid gland issues (hypothyroidism), chronic obstructive lung disease, irreversible cognitive deficit, occasional insomnia and heavy cough. Updated complainant information. This complaint was updated on december 05, 2017. Update dec 18, 2017: english translated litigation and medical records received. After the review of medical records for MDR reportability, medical records reports ambulation difficulties and systemic metal poisoning due to high levels of metal ions. Tissue biopsy revealed tissue necrosis and severe synovial inflammations. Pathology findings reported of synovitis, thickened synovium and fibrin deposits. Laboratory result for metael ions were above 7ppb. Added complainant information. This complaint was updated on: december 22, 2017.

Manufacturer narrative:
(B)(4). The complaint, originally (B)(4), was re-opened upon receiving further information from kennedys which was: update dec 18, 2017: english translated litigation and medical records received. No products were ever returned, although patients x-rays were originally returned and fully evaluated, the results of which were documented in (B)(4), a copy of which can be found in this complaint in the notes. This investigation is only reviewing the new information that has since been provided. The translated medical records were sent to bio engineering for review. It was unlikely that a manufacturing defect was present. No corrective action is required. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After the review of medical records for MDR reportability, medical records also reported emotional distress. Added new associated contact.